Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the initial deployment of the leadless implantable pulse generator (ipg) had high impedance and no capture. The ipg was removed and a large clot/ thrombus was found on the device. The ipg and delivery system (ds) were soaked and flushed and the clot was mostly removed. There was a second attempt to implant the device however high thresholds and high impedance were found. The ipg and ds were removed and replaced. It was noted for the second ipg used heparin was given. No patient complications have been reported as a result of this event.